Manufacturer narrative:
The customer was sent replacement tubing. The customer was contacted by a complaint handler on several occasions to get additional information about her infection and treatment; however, there was no response from the customer. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged that she had condensation in the tubing for her pump in style breast pump and she had thrush. She indicated that she was in a great deal of pain because of the infection and was being treated by a doctor and an lc.